Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the shoulder pack (unknown lot number) was not returned for analysis. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue and the device lot number is unknown. Visual evidence provided by the site revealed evidence of a broken snaphook, as well as wear on the fabric of the pack. Of note, the provided visual evidence did not include images of the strap. As a result, the reported strap damage could not be confirmed due to insufficient evidence; however, it is likely that the damaged snaphook corresponds with the reported damage to the strap. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the snaphook and fabric damage may be attributed, but not limited, to wear and/or the handling of the pack. CAPA pr00519581 was created to investigate damaged packs. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pioneer shoulder pack experienced damage to the shoulder straps, and it was confirmed that this was not due to patient anatomy. There was no possibility that the battery or controller could fall out of its intended location. The damaged shoulder pack was exchanged with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.